Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user removed the ilet for a medical imaging appointment, remained disconnected for several hours, consumed tea and candy without announcing the meal, then reconnected and observed a high glucose alert with a maximum blood glucose of 384 mg/dl lasting about three hours; tubing patency and insulin flow were verified during troubleshooting and education, and the glucose began trending down while on the call. Symptoms included dizziness associated with hyperglycemia. Outcomes included transient impairment with no hospitalization or professional medical intervention. Investigation included phone-based assessment of infusion set and tubing function, review of user actions, and education on proper meal announcement. Investigation of this case revealed no device malfunction and that missed meal announcement and a period of disconnection likely resulted in hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically missed meal announcement and interrupted insulin delivery during disconnection.